Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract surgery with intraocular lens (iol) implant procedure, found to be a scratch on optic of the iol. The physician removed the iol from patient eye. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol received in unlabelled iol case. Iol in pieces in lens case base. A significant amount of solution is dried on the iol. Both haptics are bent. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable with a piece missing. We are unable to determine the root cause for the reported complaint " a scratch was found on the optic ". The returned iol shows evidence of handling by the customer due to the presence of significant amount of solution is dried on the iol, the reported damage was highlighted post implantation. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).